Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture baker grade IV.

Event description:
Patient reported right side granuloma, and capsular contracture baker grade unknown. Healthcare professional later conformed capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side granuloma, and capsular contracture baker grade unknown. Healthcare professional later conformed capsular contracture baker grade IV. The device has been explanted.